Manufacturer narrative:
Determination of root cause is pending the completion of an investigation. Follow-up #1: investigation is pending.

Event description:
User reported that level sensor did not respond to low volume. There was no patient harm; however this type of event is considered reportable.

Event description:
User reported that level sensor did not respond to low volume. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Determination of root cause is pending the completion of an investigation. Follow-up #1: investigation is pending. Follow-up #2: investigation is pending. Follow-up #3: investigation is pending.

Manufacturer narrative:
Investigation was unable to replicate reported fault and sensor operated as intended while performing level test. Sensor connectivity was also confirmed. It is suspected that liquid ingress caused the sensor to malfunction and that the sensor dried prior to arrival at spectrum medical. The device was disposed of to prevent further use.

Event description:
User reported that level sensor did not respond to low volume. There was no patient harm; however this type of event is considered reportable.

Manufacturer narrative:
Determination of root cause is pending the completion of an investigation.

Event description:
User reported that level sensor did not respond to low volume. There was no patient harm; however this type of event is considered reportable.

Manufacturer narrative:
Determination of root cause is pending the completion of an investigation. Follow-up #1: investigation is pending. Follow-up #2: investigation is pending.

Event description:
User reported that level sensor did not respond to low volume. There was no patient harm; however, this type of event is considered reportable.